Event description:
Customer reported he was hospitalized with diabetic ketoacidosis. Customer was not wearing the insulin pump at the time of hospitalization; he was off the device for about a day prior to the incident. Customer was still at the hospital the day of the call. Customer also reported he was changing the reservoir when he noticed the battery cap is cracked. Blood glucose value was 170 mg/dl. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed the functional test, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. Device had cracked battery tube threads, minor scratched display window, cracked reservoir tube lip and a missing end cap sticker. No crack noted on the original battery cap.